Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls were run, which were out of ranges. Also, a system check was performed and it failed. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the rotary valve x-seal. The cse then removed and cleaned the rotary valve fittings, ceramic surface and sample probe. The customer ran quality controls, which were acceptable. The cause of the discordant na, k and cl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on four patient samples on a dimension exl 200 instrument. Additionally, discordant chloride (cl) and potassium (k) results were obtained on two and three patient samples respectively. The discordant results for sample ids (B)(6) were not reported to the physician(s), while it is unknown if the discordant results for sample ids (B)(6) were reported. The samples were repeated on the same instrument resulting higher for sample ids (B)(6), while resulting lower for sample ids (B)(6). Sample ids (B)(6) were repeated again on the same instrument, resulting higher than the initial and first repeat results. The second repeat results for sample ids (B)(6) were reported to the physician(s), while it is unknown if the repeat results for sample ids (B)(6) were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.